Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that while administering IV medication for the patient, the rn noticed the syringe that contained the lipids for the patient's enteral nutrition looked fuller that it should have after running overnight. The clinician checked the volume infused on the pcu for the IV syringe pump and it indicated the syringe was infusing. The syringe was then removed from the syringe module to get a better look at how full syringe was and compared it to how full syringe started when it was delivered with overfill volume. The clinician asked another nurse to double check that the syringe was in fact still full from when it had been delivered the previous day. The lipid syringe was moved immediately to a new syringe pump. There was patient involvement with unspecified injury.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an under infusion was confirmed to be caused by the occurrences of channel error code 351.6660.0 during the infusion of lipids 20%. The channel error was replicated during the investigation. The lipids 20% infusion on the suspect syringe module s/n: (B)(6) was being interrupted on the dates (B)(6) 2023 and (B)(6) 2023 by the occurrence of channel error code 351.6660.0 (syringe plunger position failure). This error event occurred a total of 17 times, with the user clearing and restarting the infusion before it was finally manually terminated on 23oct2023 at the time of 8:38 am. The infusion testing with the suspect syringe module replicated the channel error 351.6660.0. The inspection process found the split nuts to have worn threads which was causing slippage of the syringe driver during the infusion. It is recommended that when opening the gripper control knob on the syringe module, that it be fully opened before raising and lowering the drive head to prevent premature wear/damage to the split nuts. Temporary replacement of the spilt nuts, for retesting purposes only, resolved the channel error issue with no reoccurrences of the channel error during infusion testing.

Event description:
It was reported that while administering IV medication for the patient, the rn noticed the syringe that contained the lipids for the patient's enteral nutrition looked fuller that it should have after running overnight. The clinician checked the volume infused on the pcu for the IV syringe pump and it indicated the syringe was infusing. The syringe was then removed from the syringe module to get a better look at how full syringe was and compared it to how full syringe started when it was delivered with overfill volume. The clinician asked another nurse to double check that the syringe was in fact still full from when it had been delivered the previous day. The lipid syringe was moved immediately to a new syringe pump. After customer follow up, the extra information was provided: the infusion was ordered to start on 10/22 @ 1600, for 4.7 grams fat emulsion 20% (intralipid), 23.5 ml over 18 hours (1.31 ml/hr) plus 10ml overfill for the tubing (total volume of 33.5ml). On 10/22 @1652, the infusion started @ 1.31ml/hr, with a volume to be infused of 23.5ml as per ordered. By the next morning however, on 10/23 @0837, the pump log indicates 20.2 ml had been infused. But per the nurse report, it was observed that the syringe was still "full," then the syringe was removed from the pump module at that time and the event was reported. There was patient involvement with unspecified injury.